Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated the instrument arm drape was not connected to the head of the patient side cart (psc). The drape was replaced to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument arm drape was analyzed, and the findings did not replicate or confirm the customer reported event. The drapes were evaluated and placed on an in-house tester. The sterile adapters for each arm connected and passed recognition and engagement. A spin test was performed and passed. The drapes were installed with no issues observed. A visual inspection was performed and passed due to no visual damage observed. There was no problem detected.

Event description:
Refer to h11 for follow-up information.